Event description:
The manufacturer received information alleging a ventilator service required alarm indicating a system failure occurred on a trilogy 202 device. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The device was sent back without any action in accordance with quality procedures, as the customer did not respond to the manufacturer's repair offer.